Manufacturer narrative:
The product was not returned for analysis. Results of the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmic surgeon reported a clinical study pt with increased intraocular pressure after implantation of an intraocular lens (iol). The event was determined during the routine twenty-four hour post operative visit. The pt was treated with pressure applied to the previous incision with a sterile needle to decrease the pressure. The pt was also treated with medication to control pressure. No further information is expected.